Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. (B)(6) -care giver of the customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-130mg/dl fasting. Verified the strips expire 03/28/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 119mg/dl and 111mg/dl fasting. The customer states that he would perform a blood test and get 28 mg/dl then retest and get a 152mg/dl. Reviewed meter memory: (B)(6). No adverse event reported.

Event description:
Consumer complaint of erratic blood results. Expected fasting blood glucose test result range is 100 to 130 mg/dl. (B)(6) care giver of customer states that the customer feels well. Med intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 119 mg/dl and 111 mg/dl. Verified test strip lot MFR's expiration date is 3/28/2018 and open vial date is 5/11/2015. Strips were stored properly. Customer states he would perform a blood test and get 28 mg/dl then retest and get 152 mg/dl. Recall test results performed fasting from meter memory. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.